Manufacturer narrative:
According to the customer, the rollator and states that the front wheels have came off from the rollator. The right side front wheel stem fractured off the stem cap and not able to remove the cap from the frame tubing. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the rollator and states that the front wheels have came off from the rollator.